Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater. Guide cath: xp3 6fr. Stent: vision bms 3.0x15. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the proximal left anterior descending artery, the physician used the nc otw trek balloon catheter in the procedure without reported incident, however, he noted that the balloon was too slippery [watermelon seeding]. It was stated that it had very good deliverability but it was offset by being too slick. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.